Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high capture threshold was noted, due to lead dislodgement. The lead was capped and replaced.